Event description:
A report was received that the patient was having difficulty charging the ipg as the charger would not couple with it. It was noted that the tail end of the battery had flipped deeper due to the obese tissue of the patient. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well post-operatively.